Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the laparotomy performed, and needle retrieved, during the initial procedure? Was the patient brought back to the operating room for a second surgical procedure to remove the needle? What is the patient¿s current status?

Event description:
It was reported that the patient underwent myomectomy on an unknown date and barbed suture was used. During sewing the wound of uterine fibroids, the needle broke. Xray was performed to look for broken piece, however it failed to find the broken needle. The needle was removed by laparotomy and the broken piece was retrieved by the surgeon. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Patient code: 3189 - surgical intervention. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the laparotomy performed, and needle retrieved, during the initial procedure?: the needle dropped and the doctor tried unsuccessfully to find it. Was the patient brought back to the operating room for a second surgical procedure to remove the needle?: it was not during the second operation, but the initial procedure, and issue occurred an changed to open surgery. What is the patient¿s current status?: the patient recovered well and was discharged from hospital. Device evaluation summary: the actual device was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and over-stressing of the needle.  There is no evidence of any material flaw that would cause premature failure.